Event description:
It was reported that the table locks disengaged, causing the tabletop to unexpectedly free float in longitudinal and lateral directions. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a shorted collision sensor cable in the table, which caused intermittent damage to the 2 amp table fuse. As a result, a loss of power occurs with the table locks that caused the unexpected free float. The fe repaired the collision sensor cable and replaced the fuse. The table locks were verified to be functioning nominally.